Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.(B)(4)

Event description:
It is reported the subject was enrolled in the durability iliac study the right common iliac artery was treated with a protege gps device. Approximately 21months later, the subject had an ultrasound due to complaints of claudication symptoms which revealed mild right sided lower extremity arterial insufficiency. No intervention was performed at the time.